Manufacturer narrative:
The event date was reported as approximately ¿3-4 weeks ago¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link device leaked. During infusion of an unknown antibiotic, the tubing became disconnected from the one-link. The antibiotic infused onto the bed. A new bag of antibiotic was infused. There was no patient injury or medical intervention associated with this event. No additional information is available.